Event description:
It was reported during npwt utilizing a pico, the device stopped functioning. It became unable to power up, and the dressing was not compressed.there was no patient harm. No delay was reported.